Event description:
Complications from miragel sponge left eye. 2-12-90-906 miragel sponge implanted for repair of retinal detachment. 1998-restricted ductions, left eye with pain and extruding scleral buckle miragel. 2-14-98-removal of micragel sponge left eye.